Manufacturer narrative:
Date of event - estimated. Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that due to a persistent driveline and pump pocket infection since (B)(6) 2018 (previously unreported), the decision was made to exchange the pump on (B)(6) 2018. The driveline and pump pocket was infected by a pseudomonas pathogen. Triple antibiotics were given prior to the operating room, as optimal treatment before the pump exchange. No further information was provided.

Manufacturer narrative:
Section d4: corrected information. Section h4: additional information. Section h6 (device): codes added for incidental finding. Device evaluation: a specific cause for the report of driveline/pocket infection could not be conclusively established through this evaluation. The pump was returned assembled with the driveline (dl) severed approximately 1.25 inches and 13 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. There was a cut through the bionate layer that had clean edges suggesting that it was not present during support. The driveline was tested for electrical continuity; all wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. Additionally, the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no breaches were found. Incidental finsing: there was fatigue damage to the bionate layer associated with metal braided shield wear and separation. The underlying wires appeared undamaged. Otherwise, the outer silicone jacket, bionate, and metal braided shield layers appeared unremarkable. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate ii lvas patient handbook. The patient handbook also contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.